Event description:
It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with a grade of 4. A mitraclip xt was prepared per the instructions for use (IFU). The mitraclip xt was inserted into the sgc and when the clip was out of the distal tip, the m knob was applied to straddle and reach the mitral valve. However, while applying the m knob, resistance was encountered, and the clip delivery system (cds) was unable to curve. Troubleshooting was performed, but the issue continued to occur. Therefore, the clip was removed and replaced. Two mitraclips were then inserted and deployed on the mitral valve. It was noted that the clips were stable on both leaflets. The procedure was completed, and the mr remained at a grade of 4. There were no adverse patient effects and no clinically significant delay in the procedure. The returned device analysis reported that the steerable sleeve distal shaft was observed torn, and the tip ring was observed to be broken.

Manufacturer narrative:
The device has been received. However, investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
All available information was investigated, and the reported knob resistance and unable to curve was confirmed via device analysis. Additionally, the steerable sleeve shaft was torn and the tip ring was observed to be broken. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information and the returned device analysis, the investigation determined the broken tip ring and m knob resistance to be related to a potential product quality issue. The reported unable to curve and observed torn steerable sleeve appear to be cascading events of the observed broken sleeve tip ring. The issue is being addressed per internal operating procedures. Abbott will continue to trend the performance of these devices.